Event description:
On (B)(6) 2015, a patient underwent endovascular treatment of a 46.4mm abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The proximal end of the device was dilated with a coda balloon. On (B)(6) 2015 the aneurysm measured 42mm, by ultrasound. On (B)(6) 2016 the aneurysm measured 46mm, by cta, and a proximal type I endoleak and mesenteric enlargement was reported. The mesenteric enlargement was not defined specifically in the documentation. The type I endoleak involved the trunk-ipsilateral leg component. On (B)(6) 2016 the patient underwent a reintervention for the type I endoleak with the placement of an additional stentgraft. The cause of the endoleak was thought to be mesenteric enlargement. Following the procedure the patient was diagnosed with a type iii endoleak at the distal sealing zone of the fevar. (Reported separately) on (B)(6) 2016 an aorto-iliac angiogram and coda balloon angioplasty was performed. On (B)(6) 2016 no endoleak was detected on duplex ultrasound. On (B)(6) 2016 the aneurysm measured 46mm, by ultrasound. On (B)(6) 2016 the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a patient underwent endovascular treatment of a 46.4 mm abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2015 the aneurysm measured 42 mm, by ultrasound. On (B)(6) 2016 the aneurysm measured 46 mm, by cta, and a type I endoleak and mesenteric enlargement was reported. On (B)(6) 2016 the patient underwent a reintervention with the placement of an additional stentgraft. On (B)(6) 2016 no endoleak was detected on duplex ultrasound. On (B)(6) 2016 the aneurysm measured 46 mm, by ultrasound. On (B)(6) 2016 the patient was discharged from the hospital.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and reoperation.